Event description:
Related manufacturer report number: 2017865-2023-00316. It was reported during in clinic follow up that the atrial lead exhibited oversensing due to noise and the right ventricular lead showed increased pacing impedance and capture threshold. The right ventricular lead showed evidence of conductor fracture. Both leads were explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
Correction: return date previously reported as jan 4, 2023. Now corrected to jan 3, 2023.

Manufacturer narrative:
The reported events were increased pacing impedance, high capture threshold and conductor fracture. As received, a partial lead was returned in one piece. The reported events of increased pacing impedance and high capture threshold were confirmed. Visual inspection of the lead found calcification covering the ring electrode which likely caused of gradual rise in the pacing impedance as indicated on the device session records as well as the reported high capture thresholds. The reported event of conductor fracture was not confirmed. Electrical testing did not find any indication of conductor fractures. The discontinuities found on non-functional cables were due to procedural damage.